Event description:
It was reported that the patient underwent a posterior spinal surgery at l1-ilium. It was reported that the tip of the extender broke off during use. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visual and optical examination of complaint return instruments did not identify material issue, with respect to deformation, crack, fracture, or disassembly. No material witness marks noted on two of the four mas head engagement tab areas. No issues with opening or closing the instrument with a sample mas. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. Conclusion: the instrument appears to be capable of performing its intended function. Note: the returned instrument pn# 7578302 lot# em14e021 does not match initial recorded lot# em12h024.